Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/21/2013-device evaluation: the pump has been returned and evaluated by product analysis on 01/04/2013 with the following findings: the black box shows power on resets. The battery compartment has a crack extending from the threads to the case seal. The returned battery cap was observed to have stripped threads. Pump powers on with audible and vibratory sounds. The returned battery cap was unable to maintain an electrical connection and power loss was duplicated with the returned battery cap. The pump was exercised for 24 hours with test battery cap, no power issues occurred during testing with the test cap. Unrelated to the complaint, evaluation revealed a faded, scratched display screen, which has no effect on insulin delivery function.

Event description:
On (B)(6) 2012, the patient contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.